Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified and mildly tortuous anterior tibial artery. After a guidewire crossed the lesion, a 2.0mm x 150mm x 150cm, mr coyote catheter balloon was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 5 atmospheres within nominal pressure. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition was good.